Event description:
As reported via the sapphire registry, a precise pro stent was noted to have debris right after the device was prepped, as they were getting ready to insert. They did attempt to dislodge it with a small needle from both above and below, but were not able to. Another precise stent was used successfully. There was no patient injury as the device was not clinically used. There was no difficulty prepping/flushing the device. The product will be returned for analysis. It was not indicated of any damage to the packaging or the original box.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4) registry, a precise pro stent was noted to have debris right after the device was prepped, as they were getting ready to insert. They did attempt to dislodge it with a small needle from both above and below, but were not able to. Another precise stent was used successfully. There was no patient injury as the device was not clinically used. It was not indicated of any damage to the packaging or the original box. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15726316 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event.